Manufacturer narrative:
The reported event of capture anomalies was not confirmed while the reported event of inability to extend the helix was confirmed. The reported event of inability to extend the helix was isolated to the helix being clogged with body fluids. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular exhibited high capture thresholds at multiple sites. The helix would not extend after multiple repositioning¿s. The lead was not used and a new lead was implanted. The patient was stable post-procedure.